Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) device had years remaining, however, latest device data showed less than three months remaining. A data analysis was then being requested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned teligen device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) device had years remaining, however, latest device data showed less than three months remaining. A data analysis was then being requested. To date, this device remains in service. No adverse patient effects were reported. It was reported that the longevity for this device appeared to have decreased to 1.5 years in 10 months and then to less than 3 months after additional 3 months. No data analysis was reported to be performed by technical services (ts) for this device. This device was removed and replaced. No additional adverse patient effects were reported. The device was returned for analysis.